Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated they had a previous system implanted last year and it was defective because it was not working or responding. Patient increased it up to 13 and was not feeling stimulation sensation. For insurance reasons the device was not removed for 2 months and then patient ended up switching physicians and getting a new device implanted. Patient did not know the model or serial number of the device. Patient confirmed it was not a trial device.